Manufacturer narrative:
The oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that two pins of the axis were broken. The oscillating saw attachment was not repairable. Since it was not under warranty anymore, it was not replaced. The defective product was not returned to the customer.

Event description:
It is reported that the oscillating saw attachment ((B)(4)-serial number: (B)(4) could not keep the blade properly. There was no harm and injury reported and no delay in surgery.